Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boson scientific corporation that an autotome rx sphincterotome was used during an endoscopic sphincterotomy procedure performed on (B)(6) 2009. According to the complainant, during the procedure a tear was identified in the guidewire lumen near the distal tip. The procedure was completed with another autotome rx sphincterotome. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.